Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered symptoms and damage to her body including but not limited to constant and severe pain and discomfort in her thigh, groin and hip-joint, formation of a pseudotumor in the area around the implant, metallosis damaging the bone and tissue surrounding the implant, swelling, infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity. It is also alleged the pain and discomfort when walking has affected her ability to live a normal life or resume normal activities she had performed in the past.